Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The current location of the replaced device is unknown. Additional information has been requested; and will be provided as it becomes available.

Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 17463753. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 17463753. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) # (B)(4).